Manufacturer narrative:
The investigation into the pump did not start issue has been completed. The impella pump was returned for investigation. The data logs showed the pump was inserted and purged without issue. Upon impella start, a motor current spike to 1500 milliamp was seen. A visual inspection of the returned device found no visual, mechanical, or electrical abnormalities with the pump. The pump ran as expected in the lab at pressure level nine with 3.8 liters per minute of flow. As the pump ran without issue in the lab, the exact cause of the pump stop cannot be determined as it could not be reproduced but may be due to patient interaction. The cause of the issue was not determined since the pump did not start issue could not be reproduced. As noted in the impella IFU: impella cp with smart assist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, race and ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the pump did not start after several attempts, reportedly even disconnection of the pump did not work. An additional pump was available and was successfully used. There was no patient harm reported, and this device was replaced.